Event description:
There was no report of device malfunction or failure. This pt was undergoing a coronary artery bypass graft procedure. During insertion of the direct flow aortic cannula, the surgeon had his assistant apply counter traction with the retention sutures and deployed the incising introducer using the palm of his hand. The 65 cm endoaortic clamp catheter was placed without difficulty and cardiopulmonary bypass was initiated. Approx midway through the operation, a small hematoma was noted on the aortic side wall near the cannulation site. After completing a quadruple vessel bypass, cardiopulmonary bypass was discontinued. Blood was noted in the aortic bed and a small puncture wound was identified in the posterior aorta opposite the cannulation site. The puncture was easily repaired and the pt recovered without sequellae.